Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. The patient developed new left bundle branch block (lbbb). The delivery catheter system (dcs) was inserted and the valve was 80% deployed when the valve migrated upwards towards the ascending aorta. The valve was fully recaptured and repositioned. The valve was deployed two more times in a shallow positioned and was fully recaptured and repositioned. The fourth and final deployment depth was at 8 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc) using the cusp overlap view. Commissural alignment was obtained. A post valve deployment transthoracic echocardiogram (tte) was performed. The valve appeared constrained in the cusp overlap view. A post bav was performed using a 22 mm non-medtronic balloon. No aortic insufficiency or paravalvular leak (pvl) was noted and a mean gradient of 5 mmhg was noted on echocardiogram. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012214204); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-26 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.